Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[will not close or open correctly, and will often get stuck open. Like the spring load return is inoperable]. There was no reported patient involvement.

Manufacturer narrative:
Correction: describe event or problem: annex b: b22, annex c: c20, annex d: d16. Additional information: annex b: b01, annex c: c07, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair]; [will not close or open correctly and will often get stuck open. Like the spring load return is inoperable]. There was no reported patient involvement.